Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2017 with the following findings: during investigation, the pump alarmed with a call service (cs 069) at power up. The pump was unable to recover from cs 69 after rebooting. Further testing was not able to be performed due to the recurring alarm. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; (B)(4). This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.